Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2; -8.50/2.0/092 (sphere/cylinder/axis) implantable collamer lens into the patient's eye. The lens was explanted. The lens was later replaced with a shorter length lens. No post exchange data was provided. Additional information was requested but has not been provided to date.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Claim#(B)(4).